Event description:
It was reported that several weeks after a routine generator change out, an alert triggered. There was intermittent high impedance on the right atrial (ra) lead, which was reproducible with movement. A set screw issue was suspected. The lead was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.